Event description:
Pt revised for knee pain, debridement, and polyethylene wear.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The products lot codes required to search the complaint database by manufacturing lot code were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Provided information stated revision surgery found "very little wear" of the products. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.